Manufacturer narrative:
Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. Reportedly, the customer was disconnecting the infusion set at the luer lock instead of the infusion set site. Reportedly, customer required assistance from paramedics to treat bg level via an unspecified intravenous treatment. The customer was instructed to consult with healthcare provider regarding bg level.